Manufacturer narrative:
B5: the lens was intraoperatively removed and replaced for a shorter length lens and the problem was resolved. Reportedly, "refractive surprise and high vault in pseudophakic eye." Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6: lens was returned with residue/debris on the product within a microcentrifuge a vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to be manufactured within specifications. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, excessive vault and refractive surprise were observed. Reportedly, "refractive surprise and high vault in pseudophakic eye." The lens remains implanted. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).